Event description:
It was reported that during a procedure to treat a bifurcation in the distal left circumflex (lcx) with moderate calcification, moderate tortuosity, and 80-85% stenosis, a 3.5x15 promus stent delivery system (sds) was inserted into a copilot bleedback control valve (bcv) and the sds became stuck inside the copilot and could not advance. Reportedly, the physician was moving at a fast pace, the guide wires became twisted, and the stent dislodged inside the copilot. The sds never entered the patient anatomy. The copilot with the sds (dislodged stent included) was exchanged for a non-abbott guide catheter extension. A non-abbott stent and two 3.5x18 promus stents were implanted to successfully treat the bifurcation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent delivery system balloon only is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.